Event description:
The distal balloon of the trellis presented with a leak on preparation. Ballon was never inflated.evaluation of the returned trellis on (B)(6), 2015 found a tear in the distal balloon.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4).